Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) de fibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had a possible high voltage lead fracture base on high right ventricular and superior vena cava coil impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.